Event description:
Patient with heartmate ii lvad presented with hematuria, elevated plasma lhd and hemoglobin secondary to presumed pump thrombosis. Patient underwent removal and replacement of heartmate ii lvad. Patient tolerated the procedure well and was restarted on coumadin regimen. Patient was discharged to home.